Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It was noted that water tightness was lost due to damage on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited leakage on the plug unit. There was no patient involvement.